Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was aborted, and the patient was moved from the room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. As part of troubleshooting, the fse reviewed system log files and found the fdc (flat detector controller) was not active, tried multiple power cycles but the flashing of firmware for fdc did not work. The cause of the fdc failure was not conclusively determined by the supplier's part analysis. However, replacing the flashlite high end kit by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.